Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, implant cut.

Event description:
Healthcare professional reported a right side reason for removal noted as "ruptured" and "implant cut". Device has been explanted.

Event description:
Healthcare professional reported right side rupture was found during explant surgery. Device has been discarded.